Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib)ablation with a qdot micro¿ catheter and the patient experienced cardiac tamponade that required pericardiocentesis. It was reported that after an afib case, a pericardial effusion was noticed. There was a drop in blood pressure in the patient. The pericardial effusion was confirmed by an external ultrasound machine. The medical intervention provided was a pericardiocentesis and 77cc of blood was removed. The patient was reported to be intubated in recovery.